Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return the device to be investigated.

Event description:
The patient contacted dexcom to report a permanent out of range signal. No injury or medical intervention was reported at this time.